Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer performed a supply change to address the issue. Additionally, it was reported that the insulin gauge was inaccurate. The customer declined additional assistance from tandem customer technical support regarding the issue. The customer's blood glucose level was 246 mg/dl.